Manufacturer narrative:
Additional information: h6. Information was received on (B)(6) 2020 indicating that the event occurred during use with a patient and no patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing which included an occlusion test. The device allegation was confirmed, as a result of an inoperable u29 sensor on the main board, attributed to normal wear. Replaced stepper motor due to old worn parts, and device then passed functional testing. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump had a motor rate error. No patient adverse effects reported.